Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure ¿ f, 176lbs, 29.29. Name of index surgical procedure? Sling operation for stress incontinence the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes. Other relevant patient history/concomitant medications? Noted. Location and character of pain? Abdominal pain. Please describe any medical intervention given for pain management including medication name and results. Hydromorphone. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Possibly related to study device and study procedure. What is the patient's current status? Pain is controlled. Product code and lot number? Tvtrl - 3942544. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, the patient experienced moderate post-op abdominal pain and was provided hydromorphone for drug therapy. The event was reported as possibly related to the study device and procedure. The pain has been controlled, but not recovered/not resolved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : stress incontinence: persistent stress incontinence. Outcome : not recovered/not resolved: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: post op pain. Updated: end date : blank : (B)(6) 2023. Outcome : not recovered/not resolved : recovered/resolved without sequelae. New adverse event term: stress incontinence. Start date: (B)(6) 2023. Severity: mild. Relationship to study device: possible. Relationship to primary study procedure: possible. Non-surgical procedure, therapy, or intervention: yes. Specify: referral to pt. Outcome: not recovered/not resolved. New adverse event term: urgency incontinence. Start date: (B)(6) 2023. Severity: mild. Relationship to study device: possible. Relationship to primary study procedure: possible. Non-surgical procedure, therapy, or intervention: yes. Specify: referral to pt. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urgency incontinence. Specify: referral to pt pelvic floor physical therapy.